Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) /pregnancy (with complications)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspnea, fibrosis and pregnancy with contraceptive device. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems : blurry vision") and was found to have weight increased ("weight gain / loss specify which one"). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic adhesions ("gastrointestinal or digestive system condition/type:intestines connected to uterus because of scarring"), anxiety ("psychological or psychiatric problems:anxiety"), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), uterine pain ("uterine pain") and scar ("intestines connected to uterus because of scarring"). The patient was treated with surgery (exploratory laparotomy, hysterectomy, bilateral fallopian tube resection and reimplantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic adhesions, anxiety, eczema, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, scar, uterine pain, vaginal discharge, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient experienced another two pregnancies captured under case number - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received- new events- "intestines connected to uterus because of scarring" ,reporters information was added. Event psychological or psychiatric problems updated to anxiety. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) /pregnancy (with complications)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspnea, fibrosis and pregnancy with contraceptive device. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and uterine pain ("uterine pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (exploratory laparotomy, hysterectomy, bilateral fallopian tube resection and reimplantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, gastrointestinal disorder, mental disorder, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, eye disorder, visual impairment, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, uterine pain, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient experienced another two pregnancies captured under case number - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspnea, fibrosis and pregnancy with contraceptive device. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems : blurry vision") and was found to have weight increased ("weight gain / loss specify which one"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth ormiscarriage) /pregnancy (with complications)") and experienced abortion spontaneous ("miscarriage"), pelvic adhesions ("gastrointestinal or digestive system condition/type:intestines connected to uterus because of scarring"), anxiety ("psychological or psychiatric problems:anxiety"), eczema ("rashes or skin conditions type: eczema"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), uterine pain ("uterine pain") and scar ("intestines connected to uterus because of scarring"). The patient was treated with surgery (exploratory laparotomy, hysterectomy, bilateral fallopian tube resection and reimplantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic adhesions, anxiety, eczema, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, scar, uterine pain, vaginal discharge, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient experienced another two pregnancies captured under case number - (B)(4). Essure removal discrepency date: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: reporter information, patient race information and rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) /pregnancy (with complications)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dyspnea, fibrosis and pregnancy with contraceptive device. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), fatigue ("fatigue") and uterine pain ("uterine pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (exploratory laparotomy, hysterectomy, bilateral fallopian tube resection and reimplantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, gastrointestinal disorder, mental disorder, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, eye disorder, visual impairment, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, uterine pain, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient experienced another two pregnancies captured under case number - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received : case become valid as previous event injury nos is replaced with pelvic pain. Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, pregnancy with contraceptive device, abortion spontaneous, device ineffective, genital haemorrhage, psychological disorder, rashes, migraines , headache, nausea, dysmenorrhea (cramping) , vaginal discharge , vision problems, fatigue, weight gain, gastrointestinal disorder, uterine pain. Medical history and lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.